Event description:
The field service engineer reported that the cine function needed to be restored. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The field engineer reported that all necessary parts to restore one function were replaced. The system was then found to be operating as intended.